Manufacturer narrative:
(B)(4). The hospital biomedical technician troubleshot after the procedure. He measured the alternate current (ac) outlet, the battery, and the control module. There were all connected and had 120 volts ac. All cable connections were secure and the power switches were in the on position. The reported issue was confirmed by the product surveillance technician (pst) and fsr. The fsr verified that the battery was in the yellow band on the indication gauge. He could not verify as to why the centrifugal went on battery. All preliminary tests were normal. He found one of the two charge fuses was blown. Thus, the fsr verified that the batteries will not charge. He verified proper operation of the centrifugal switching to battery power. The light-emitting diode (led) indication switched from amber to red and audible tone was heard, with the "on batt" flashing on the display. The fsr replaced both fuses and confirmed the unit now entered a charge mode. The batteries were able to be fully charged, but the fsr replaced them as a precaution. The unit operated to manufacturer's specifications. During laboratory analysis, the pst found that the returned batteries were not fully charged, and one of the two returned fuse was blown (open). The batteries were able to be fully charged and passed testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the battery light emitting diode (led) on the control module was amber in color. As the customer started to wean the flow, the blood flow rate dropped from 5l/min to 3.5 l/min. It was noted that the battery indicator on the control module was in the amber area and going into the red area (indicating operating on battery). The pump was hand-cranked for the last 5 minutes of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 19-apr-2017: toward the very end of cpb, during the initial weaning of the patient, the blood flow rate dropped from about 5.5 l/min to 3.5 l/min with no user intervention. The certified clinical perfusionist (ccp) stated that he checked for causes of the drop in blood flow (e.g. Kinks in the tubing, surgical team leaning on the tubing, etc). He was not able to find a cause. He increased the pump speed, and the flow elevated for a short time and then dropped back down to about 3.0 l/min. He then noticed the centrifugal control unit appeared to be powered by the delphin battery as the battery icon was red and on batt message was flashing. According to ccp, there was no audible tone for on battery or he did not hear any tone. When he looked at the battery power indicator on the delphin battery, it was amber but going into the red zone. As battery life continued to decay quickly, the pump head was removed from the motor and hand cranking was started and was used for the remainder of the procedure. Handcranking lasted for about 4-5 minutes and the patient was weaned from cpb, with handcranking, without issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. The manufacturer's field service representative (fsr) inspected the system and found a number of issues: the fuse in the delphin battery power input module was blown and this would prevent charging of the battery. The on batt visual indicator was working and the audible on batt alert tone was also functional. The control module and delphin battery were connected to an outlet on the sarns 8000 base (for ac power supply) and the fsr noticed the power cord connection to the base was loose. According to the fsr, it was likely the ac power connection was suspect and the sarns centrifugal system was on battery without knowledge of the user until close to the time of total battery discharge.